Event description:
User reports clogged pen needles when using humalog insulin and having to use excessive force when tightening the pen needle onto the insulin pen while using item 633 lot 55093 and item 631 lot 57058.

Manufacturer narrative:
Initial trend analysis for lots 57058 and 55093 was conducted, no malfunctions were found. This is the only complaint for lots 57058 and 55093. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lots 57058 and 55093 were tested for cannula holes, cannula length and needle thread threading. No abnormalities were found during testing. Complaint.

Event description:
User reports clogged pen needles when using humalog insulin and having to use excessive force when tightening the pen needle onto the insulin pen while using item 633 lot 55093 and item 631 lot 57058.